Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing review: the manufacturing process record was not evaluated since the serial number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate is during 2017. Serial #: unknown, information not provided. Catalog #: a complete catalog # is unknown as serial number was not provided. Unique identifier (UDI#): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. Device manufacture date: unknown as serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable as there is no indication lens has been explanted. (B)(4) attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor implanted a multifocal toric intraocular lens (model zxt300), however patient was left with almost 3.0 diopter of cylinder. The doctor believes the alignment of the lens is fine. No further information was provided.